Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported implant fracture and was removed. Pain reported as a consequence pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) full osseotiteâ® implant 4 x 10mm (fos410) was returned for investigation. Visual evaluation of the as returned product identified the implant fractured at the collar region. Signs of use, wear, bone/tissue was seen. Device history record (DHR) review was completed for the subject lot number (845144). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (845144) for similar events and no other complaint was identified. Review completed utilizing keywords: fracture implant based on the available information, device malfunction did occur and the reported event was confirmed.